Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects, mount is still attatched.

Event description:
Patient was brushing her teeth and implant #26 came out.